Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating secondary motor voltage too high. Visual inspection of external components found no abnormalities. Visual inspection of internal components found secondary motor out of primary alignment as well as the pca yoke broken on the secondary motor side. These are all indications of secondary motor engagement, confirming the cause of the alarms found. Primary motor cannot be manually rotated and when operating on power and makes a noticeable "clanking" sound due to the broken pca yoke. Freedom driver passed all areas of functional testing for acceptance at incoming inspection after broken yoke piece was removed and secondary motor was placed back in primary alignment. Pca was replaced on the secondary motor side and testing of the secondary motor system was performed as evidence of secondary motor engagement was found. Driver passed all areas without alarm or issue while operating on secondary system. Additionally, a 24-hour observation run was performed with the original, broken yoke. Driver worked without alarm or malfunction. Failure investigation for this complaint confirmed the reported issue from alarm history review. The customer complaint was not replicated during testing as the driver functioned normally when broken piece was removed. The broken yoke was a result of secondary motor engagement, resulting in the intended continuous alarm, however, the root cause of the secondary motor engagement was unable to be determined. Failure investigation identified no other test failures or damage that could have contributed to the reported complaint. Damage found to the driver was a result of secondary motor engagement. While unintended secondary motor engagement is a known issue that is currently being addressed, it is not a device malfunction. The patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The patient had continous red alarm during visit at the hospital.

Event description:
The patient had continous red alarm during visit at the hospital.